Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9736119, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess.) It was reported that during surgery, the system was shutting down without being prompted. It then displayed an sr manager failure. There was a reported delay to the procedure of less than 1 hour due to this issue. Due to the reported issue, the surgeon subsequently elected to discontinue with the procedure and reschedule it for a later unspecified date. There was no reported impact on patient outcome. Technical services (ts) had the manufacturer representative (ent rep) ensure that there was no cd in the system. After a reboot and a new outlet was tried, the issue persisted. Additional information received reported that an incision had not been made prior to the physician election to reschedule the procedure. Navigation was aborted. The event did not cause any impact to the patient outcome. The system was plugged into a known-functioning outlet when the shut down occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the system hadn't been used for 4 years. When the system was turned on, it kept rebooting on and off. It was noted that there hadn't been a planned maintenance check since 2018. A solution was being worked on.